Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was complaining of a blood-tinged toilet bowel after defecation for a couple days prior to admission. He states he was mildly symptomatic occasionally with lightheadedness but was otherwise asymptomatic. He was hemodynamically stable throughout admission. Gi was consulted and colonoscopy on (B)(6) 2016 showed dieulafoy lesion in the proximal ascending colon with 2 clips placed and hemostasis achieved. No further symptoms after procedure and was discharged (B)(6) 2016. No further information received.